Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to flattened dome switch on the down arrow button. The lcd connector was inspected and no anomaly was noted. However, the insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No prime anomaly was noted. The insulin pump functioned properly. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the buttons is not responding when press. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. Customer was treated with manual syringes. The customer was admitted to the hospital. Customer's blood glucose at time of called was 600 mg/dl. Customer cause of 911 called was high blood glucose. Customer is still in the hospital in intensive care unit. Customer's husband did not the infusion set or reservoir with him. Customer will call back when he has one so we can troubleshoot.